Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. All subsequent measurements were within normal limits. Boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi). This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.